Event description:
Healthcare professional reported right side deflation, pain and tenderness. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, d.6, g.1.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported right side deflation, pain and tenderness. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation, pain and tenderness. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation, pain and tenderness. Device has been explanted.